Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-97634.

Event description:
Customer's mother called to report hospitalization due to a defective reservoir. Caller stated that insulin was not entering the tubing. The insulin was leaking out of the top of the reservoir. The leak was not discovered until the caller tested a bolus. Customer was admitted to ICU. Nothing further reported.